Manufacturer narrative:
Device discarded by customer.

Event description:
It was reported by the customer that during a general surgery procedure with dr. (B)(6) the neptune exhibited suction lower than expected or desired. The customer feels it's probably an issue with manifold, commenting that lots of chips (bone) might have clogged the manifold basket. The customer reported the device was being used for fluid collection. The customer commented that as part of their workflow, rovers can cross over from general cases to neuro cases. A manifold clogging could lead to inadequate visibility to the surgical field during a hemorrhage. The procedure was completed successfully with no known impact or adverse consequences to the patient that were reported with this event.